Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer boots up to a system error. It was further noted that the electrocardiogram (ECG) connector was loose on the printed circuit board. (B)(4): analysis found that the rf head failed telemetry testing due to the cable being out of electrical specification. It was also noted that the lens of the head was damaged and the rubber portion of the label was missing.

Event description:
It was reported that an upload of session sync was attempted but failed and went into an endless reboot and finally showed a fatal error. The programmer and radiofrequency (rf) head were returned for repair. Both devices were analyzed and tested out of specification. No information was received indicating patient involvement.